Manufacturer narrative:
All 9 procedure files were reviewed and noted that on all procedures the capsulotomy started on frame 3 with a complete breakthrough from frame 7-9. There was no indication of any uncut capsular edges. The system settings for capsulotomy were set to the following: 20um layer, 3um spot and 5uj energy. The laser log file was reviewed for all 9 surgical procedures and there was no indication of device malfunction. Root cause: unknown.

Event description:
Customer reported on (B)(6) 2015 that tags were present on a majority of the 9 cases that were performed and that the first patient had a small tear in the capsule.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Customer reported on (B)(6) 2015 that tags were present on a majority of the 9 cases that were performed and that the first patient had a small tear in the capsule.